Event description:
It was reported during implant of this transcatheter bioprosthetic valve into a patient with a 23 mm non-medtronic valve with stenosis, a pre-operative computed tomography (CT) revealed acceptable femoral access and some tortuosity in the thoracic aorta. The transcatheter valve was deployed and there was difficulty getting the valve in a proper location however the valve was able to finally be in an acceptable location. During moderate pacing, the valve was partially released, however was stopped before final release for evaluation. The valve was high and in a good position and the valve was released and did not move much. Before the nose cone of the delivery catheter system (dcs) was removed from the valve, the valve dislodged into the ascending aorta. A 23 mm non-medtronic valve was implanted in a good position. It was attempted to pull the transcatheter valve further up in the ascending aorta in attempt to make it stick there, however was unsuccessful and the valve remained floating in the ascending aorta. The valve was ultimately surgically removed.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013051158); product type: 0195-heart valves. Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 11-aug-2027, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that one deployment attempt was made before the valve dislodged. The valve dislodged before the nose cone was retracted. Two snares were used to try to pull the valve across the aortic arch, but the arch was too narrow.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided. There was no evidence of a fluoroscopic valve check provided therefore it could not be confirmed if the valve was loaded correctly. It was reported that during moderate pacing, the valve was partially released, however was stopped before final release for evaluation. The valve was high and in a good position and the valve was released and did not move much. Per medtronic instructions for use (IFU) a recapture is recommended if the valve is > 1 or >5. A shallow implant depth has a cascading effect increasing the likelihood of a pop out upon transcatheter aortic valve release, delivery catheter system (dcs) retrieval and post implant dilation. Valve dislodgment (pop-out) is a serious complication that occurs when a deployed valve is positioned or migrates above the aortic annulus, resulting in a valve positioned within the sinus of valsalva (sov) or ascending aorta. Evidence shows the valve migrated above the sinotubular junction (stj) in the ascending aorta. There is not sufficient evidence to comment on what caused the valve to migrate other than it was reported to be in a high position. Target implant depth is 3 millimeter (mm) and a recapture and reposition is recommended at <(><<)>1. Per the IFU: repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. There was no executive summary or computed tomography (CT) provided for anatomical considerations. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.